Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The field service engineer (fse) visited onsite and confirmed that system was frozen. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the system software or host pc had issue, software was freezing at the start up. To resolve the issue, the fse replaced the host pc, and the software was loaded. The defective part was sent for analysis, for host pc failure was confirmed and the cause for failure was found to be no power. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was frozen for twenty minutes, which can impact system booting. No harm to the patient or user was reported. Philips has started an investigation of this complaint.